Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her ultra2 meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue occurred around 5 p.m., on (B)(6) 2018. The patient manages her diabetes with self-adjusted insulin (novolog and tresiba; usual dose not reported) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 6 hours after the alleged issue began, she developed symptoms of ¿frequent urination, shakiness and anxiety¿. The patient reported that at around 2 a.m., on (B)(6) 2018, she self-treated by drinking some 7-up juice. There was no report of the patient having tested her blood glucose on another device. At the time of the troubleshooting, the csr noted that the product was not being used for the first time and noted that there was no apparent misuse of the product. The csr confirmed that the patient was using the correct test strips; however, noted that the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The csr established through training, that the batteries inserted in the meter, had protective stickers on them and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.